Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences that were more than thirty percent difference. Sensor glucose was 40 and blood glucose was 82 mg/dl. It was also reported that customer experienced low blood glucose of 50 mg/dl and treated with candy. Troubleshooting was performed and customer was educated on sensors and calibration. Sensor would be replaced.